Event description:
A customer reported an event of a strong "burning type of smell" emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The corrected lot # is 10100005822. Remove "health professional" and add "foreign". Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for odor/smells to be "low." An asp field service engineer (fse) contacted the customer by phone and was informed the odor dissipated and stated the odor was not coming from the unit but possibly from other chemicals in the room. The customer stated service was not needed as the unit was working within specifications. Therefore, the odor/smells issue could not be confirmed. Asp will continue to track and trend this issue.